Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-02592. It was reported that balloon rupture occurred. A 10.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, upon inflation at 24 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and another 10.0 x 40, 75cm mustang¿ balloon catheter was advanced. However, upon inflation at 10 atmospheres, the balloon also ruptured. The device was completely removed from the patient's body and a third 10.0 x 40, 75cm mustang¿ balloon catheter was advanced and successfully completed the procedure. No patient complications were reported.